Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation therapy a few months after implant. Diagnostic testing revealed high impedances. X-rays showed the lead was bent which could indicate fracture. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced. The patient reported effective stimulation therapy postoperative and the issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.